Manufacturer narrative:
One ensite x amplifier was received for evaluation at tech center. Visual inspection revealed the front ports, rear ports, and chassis show signs of wear consistent with use over time. The front panel was tested for electrical leakage using a digital voltage meter. There was no active volt energy detected to any of the metallic rings to the front plane (isolated). The port connectors for the advisor catheter are also isolators and have no electrical current. The advisor was connected to each port (4, 7, and 8) with no em (electro or magnetic) events. By design the active lines have 500 ohm resistance between them and by design would not create a potential. All testing was done at power-on state, and power-applied in off-state, and non-power connected off-states. The field reported event was not able to be duplicated. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined as the amplifier passed all testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, it was noted that the tech was "shocked" when the hd grid was connected to the amplifier. The tech was not injured and no intervention was required.